Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on a ventilator. The patient was manually ventilated and placed on another device. The patient recovered. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's air inlet filter was found to be clogged with a white powdery substance. The air inlet filter was replaced. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. The downloaded event log was reviewed and there were no events logged related to a device malfunction. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event logs indicate low inspiratory pressure alarms occurred on the reported day of the event. The manufacturer concludes these alarms were most likely caused by the clogged air inlet filter.